Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer's blood glucose was in the 500mg/dl range which was addressed with manual injections. Customer reported that the first altitude alarm was received while driving. Customer was able to clear the alarm immediately. Customer reported the pump battery fully depleted prior to being able to clear the second alarm. Customer reported that once pump was powered back on, second altitude alarm was cleared. Customer reported that manual injections would be used for insulin therapy.